Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a material/lot number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct material and lot number were not provided by the customer and the sales history of the customer could not be obtained. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "6fr. Catheter did not fit trough the sheath. Catheter got stuck, tips looks pushed together. Proceeding procedure was harder, since they could not use 6fr material" there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "6fr. Catheter did not fit trough the sheath. Catheter got stuck, tips looks pushed together. Proceeding procedure was harder, since they could not use 6fr material" there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a material/lot number.

Manufacturer narrative:
(B)(4). The customer returned one, opened psi kit for analysis. Signs of use were observed on the sheath surface. It was noted that the sheath and lidstock were returned severely folded inside the packaging. This resulted in slight bending to form on the sheath body; however, nothing severe enough to be considered a kink. It is being assumed that this bending occurred while in transit. No other defects or anomalies were observed on the opened sample. Per the customer report, the inserted catheter involved with this complaint was an arrow device; however, visual analysis could not be performed on this device as it was not returned. The sheath length measured 17 3/4", which is within the specification limits of 17 1/8"-18 1/8" per the sheath product drawing. The sheath inner diameter at the distal tip measured outer diameter measured 0.085", which is within the specification limits of 0.085"-0.087" per the sheath product drawing. The sheath outer diameter measured 0.114", which is within the specification limits of 0.111"-0.115" per the wrapped extrusion product drawing. A 6fr dilator was inserted through the sheath involved with this complaint. Little to no resistance was observed as the dilator passed completely through the sheath and locked into the hemostasis cap. Performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". A device history record review was performed based on the material#/lot# on the returned lidstock. No relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The report of a damaged catheter tip was not able to be confirmed. The arrow catheter was not returned; however, the psi sheath was returned. The returned psi met all relevant visual, dimensional, and functional requirements. Based on the customer report and the sample received, no problem was found with the returned sheath; however, the root cause cannot be determined as the arrow catheter involved with this complaint was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "6fr. Catheter did not fit trough the sheath. Catheter got stuck, tips looks pushed together. Proceeding procedure was harder, since they could not use 6fr material" there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".